Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, it was reported that the snare failed to cut. There were no issues with the generator and cables and the procedure was completed with another captivator snare. It was also noted that the physician was unsure if the patient was injured thermally. Upon follow up, the nurse stated that she believed the patient had been back to the hospital after the procedure, but didn¿t know if it was because of the procedure or not. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. Therefore, no evaluation could be performed. If any further relevant information is received or the device is returned, a supplemental MDR will be filed.